Event description:
A customer reported the uom setting of their locked freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No mfg parmeters found out of spec. Did observe battery icon and booklet icon while strip was inserted causing icon to appear on the display and give e-4 errors. Uom was selectable and was received at mmol/ls. Errors 015, 0204, 0300, 0800 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.